Event description:
New information indicated that programming changes were performed to address post-paced t wave oversensing. The patient was in good condition.

Event description:
It was reported that post-paced t wave oversensing was observed on the device. No further information was reported.

Manufacturer narrative:
Further information was requested but not received.